Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve could not pump water prior to use. The valve was replaced.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, and leak testing. However, it did not meet the requirements for pressure-flow and preimplantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ also, the instructions for use describe the patency test procedure for csf burr hole valves as follows: depress the valve dome, place a finger over the opening at the end of the outlet connector and release the depressed dome. If fluid enters the reservoir, the inlet connector and flow control membrane valve are patent. Following that, remove finger from the outlet connector opening and depress dome. If fluid flows out of the outlet connector, the valve is patent. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.